Manufacturer narrative:
Device evaluation of belt (B)(4) has been completed. The reported problem (front therapy electrode does not make contact with skin) was confirmed. Upon evaluation, there was an open pulse wire in the cable connecting the distribution node (dn) and front therapy electrode (te) between the dn and ECG electrode b. The cause of the indication of lack of contact is the open pulse wire. The root cause of the open wire is excessive force placed on the cable. No adverse event resulted from the damaged cable and wires.

Event description:
A us distributor contacted zoll to report that a patient's device was indicating that the front te pad was not making contact with the skin.